Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade unknown. The reported event or events are physiological complications and device analysis typically does not help allergan determine the cause.

Event description:
Patient reported "possible capsular contracture baker grade unknown, pain and unsatisfied with implant". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "possible capsular contracture baker grade unknown, pain and unsatisfied with implant". This record is for the left side. The device remains implanted.